Event description:
The physician was attempting to deliver an endeavor resolute drug-eluting stent to a severely calcified lesion but could not cross the lesion. The physician then attempted to deploy a non-medtronic stent, but this could not cross either. No clinical sequelae were reported. Evaluation summary: the stent was positioned between marker bands. Multiple stent struts were raised, damaged and deformed; distal tip was slightly flared. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (lesion morphology). Severe calcification. Inherent risk of procedure (failure to deliver and stent deformation). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) severe calcification.